Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus or tissue injury cannot be determined. Additionally, the reported patient effect of thrombus and tissue injury are listed in the instructions for use (IFU), and are known possible complications associated with mitraclip procedures. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a thrombus and tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a restricted posterior leaflet. After steerable guide catheter (sgc) insertion into the left atrium and dilator removal, a deposit was found at the tip of the sgc. It was unable to be determined if the structure was tissue or a thrombus. Attempts to aspirate the deposit was performed, however, the deposit could not be aspirated and was no longer visible in imaging. The procedure was continued without further reported complication with one clip implanted and an mr reduction to grade 1. There was no clinically significant delay in the procedure and no additional information was provided.